Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 43-year-old female patient. She was injected with radiesse (+) from the zygomatic bone touching the hairline towards the malar bone, on (B)(6) 2025. Batch number was reported as a00204380 (expiry date: 03-jun-20527). The batch record review was received and the lot number for radiesse (+) was confirmed as a00204380 (expiry date: 03-jun-20527).). A lot search in the global safety database was conducted. Radiesse (+) was injected in approximately 0.1 ml vectors with a 25g/60 cannula approximately 0.1 ml deposits, about 5 vectors. The patient's medical history included hemoglobin sd disease (reported as sd) and polycystic ovaries. Concomitant medication included oral contraceptives. On (B)(6) 2025, 9 days after the radiesse (+) injection (ambiguously reported as 10 days), the patient experienced an abscess on her left cheekbone. There was also inflammation and application site pain on her left cheekbone. She started to feel a little pain on the left side of the face. On (B)(6) 2025, the patient woke up feeling like she had a lump on the cheekbone. She did not know if this was normal or what to do. The patient did not hit herself, and the only thing that happened is that she had a slight cold and was taking frenadol. On (B)(6) 2025, the physician saw the patient and the zygomatic-malar area was swollen and painful. It was believed it was a hematoma. An ultrasound was performed and no collection, abscess, or anything noteworthy was seen. The reporter thought it was an autoimmune reaction, so the patient was treated with corticosteroids, 30 mg of prednisone once a day for 5 days, and then a tapering regimen if she improved. On (B)(6) 2025, the patient went to the clinical hospital. Her sister was a neurosurgeon there. She presented with trismus and was seen by the maxillofacial surgeons. They drained the area, extracting a purulent collection that they were going to do a culture test. On (B)(6) 2025, the collection was drained again and antibiotic therapy was continued. On (B)(6) 2025, it was drained again. On (B)(6) 2025, the culture was negative. The patient was treated with mixed antibiotics and corticosteroids. On (B)(6) 2025, she was much better. On (B)(6) 2025, she started to swell again and wanted to go back to the hospital. The patient was told that it might be worth trying hyaluronidase. The physician never saw a case like this before. Normally, an abscess drained with antibiotics resolved well. The physician usually knew what to say and what steps to take. Due to the provided information, the outcome of the events was considered as not resolved. Follow up information was received on 30-dec-2025: this case was upgraded to serious. The patient was injected with radiesse (+), for a lifting effect in the middle and lower thirds. Previous aesthetic treatment included restylane volyme (reported as volume), injected into the same area, subperiosteally without complications, more than 1 year prior to the time of this report. Corrective treatment included oral treatment with antibiotics and corticosteroids . The area was drained under ultrasound guidance on 5 occasions (approximately every 5 days), on 2 occasions with saline solution (sf) washes, antibiotics, and corticosteroids. For a week, hyaluronidase was administered twice under ultrasound guidance. After the injection, there was an improvement, but after 2 to 3 days, the condition worsened again. The condition remained poor, with less inflammation that improved and worsened. In order for the patient regained her image and returned to her normal life, she stopped working because of this. The physician had no experience with such long-lasting adverse effects and did not know what sequel was possibly remaining. The outcome of the events remained unchanged. In the opinion of the reporter, the events were related to radiesse(+), injection procedure and the previous injection with hyaluronic acid. Treatment was necessary to speed up recovery and to prevent permanent damage. There was no malfunction nor deficiency of the device during the treatment.

Manufacturer narrative:
The batch record review for radiesse (+) lot: a00204380, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch: a00204380) and no similar events were noted. Assessment by merz: the event injection site abscess occurred in a compatible local relationship whereas nasopharyngitis is a systemic event. The events occurred in a compatible temporal relationship. Injection site abscess and nasopharyngitis are expected based on a currently valid EU instructions for use (IFU) leaflet of radiesse (+). The reported inflammation, pain, swelling and lump are considered to be symptoms of the injection site abscess whereas trismus is considered to be a consequence of the injection site abscess and therefore were not coded. Possible confounding factors include patient's medical history of hemoglobin sd disease and concomitant use of oral contraceptives. Nasopharyngitis is a viral infection that affects nose and throat. It is most often caused by rhinoviruses and spreads through coughing, sneezing or touching contaminated surfaces. Symptoms include a runny or stuffy nose, sore throat, sneezing and mild fever. However, the reported reactions can occur after the treatment with radiesse (+). Therefore, causality for the events is assessed as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to follow-up information received on 30-dec-2025: this case was upgraded to serious. The event injection site abscess (serious) occurred in a compatible local relationship whereas nasopharyngitis is a systemic event. The events occurred in a compatible temporal relationship. Injection site abscess (serious) and nasopharyngitis (non-serious) are expected based on a currently valid EU instructions for use (IFU) leaflet of radiesse (+). The reported inflammation, pain, swelling and lump are considered to be symptoms of the injection site abscess (serious) whereas trismus is considered to be a consequence of the injection site abscess (serious) and therefore were not coded. Based on the information provided, the reporter considered medical intervention necessary to prevent permanent damage. Possible confounding factors include patients' medical history of hemoglobin sd disease, as well as previous injection with restylane volume into the same area. Nevertheless, a contributory role of radiesse (+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the event. Therefore, causality for the events remains unchanged as possibly related to the treatment with radiesse (+) based on compatible local and temporal relationship. This case was upgraded to serious with the serious event injection site abscess, because treatment was deemed necessary to prevent permanent damage.